Event description:
Additional information received identified the patient's scs lead was explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation in left side pain pattern. X-rays revealed the scs lead has migrated. Surgical intervention was scheduled to address the issue. No additional information is available at this time.